Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr ous 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found central stent damage; stent strut rows 7-9 from the proximal end were stretched and deformed. The remainder of the stent appeared undamaged. The crimped stent outer diameter of the undamaged section was measured and is within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06-may-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 3.00x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.